Manufacturer narrative:
Review of the provided data indicated there were two sample that generated sars positive results between the provided date range; however, without sample ids in the data set, it is unknown which run corresponds to the alleged run. An instruments assessment was done and there were no signs of relation to any open CAPA. No false positives could be identified and neither run showed indications of being related to optical or motion disturbances. An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. A systematic issue was not identified. A product problem related to the customer allegation was not identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleged that they observed a potential false positive result on a patient sample when testing with cobas® sars-cov-2 & influenza a/b assay. The customer reported that between (B)(6) 2021 a patient¿s sample indicative of a sample at the limit of detection (lod) of the cobas® sars-cov-2/influenza a/b assay was originally tested on the cobas liat system and generated a sars-cov-2 positive, influenza a negative and influenza b negative result. The patient¿s same sample was repeat tested and analyzed on a different liat instrument and generated a sars-cov-2 negative, influenza a negative and influenza b negative result. Low levels of amplification was seen for this run which could indicate a sample with a low viral load near the lod of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. Patient sample was collected using nasopharyngeal and viral transport media 3 ml. The customer confirmed there was no allegation of harm to the patient. The results were not reported out to the patient and/or personnel treating the patient.